Event description:
It was reported that the 9600 emi system will not boot and an error code was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced sram card, u20 chip, and tested the system by numerous reboots. The system operates as intended.